Event description:
The customer reported via phone call that the insulin pump sustained physical damage. The customer stated that he was changing the set, and while priming, the bottom of the insulin pump lifted apart from the rest of the device. The customer did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with a cracked end cap, minor scratches on the liquid crystal display window, missing end cap sticker, and cracked battery tube threads.